Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2018. The cause of expiration was reported to be infection and sepsis in which the patient¿s care was chose to be withdrawn. The pump will not be returned, and no additional information will be provided.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufactures investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of heartmate 2 assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Death is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate 2 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.